Manufacturer narrative:
Patient information was unavailable from the site. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a procedure, the navigation system monitor display became blue and unresponsive to prompts from the user. The reported issue occurred when reading media on the "select patient" portion of the application software. Restarting the navigation system resolved the reported issue and the site continued with the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software investigation was completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added.